Event description:
The manufacturer received information alleging the significant event log test step had failed on the trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, battery low state of health internal lithium-ion, was observed on the device's error log. The third-party service technician further evaluated and determined that the internal battery pack had caused error code to occur and the significant event log test step to fail on the device. In conclusion, the device's internal battery was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the liquid crystal display (lcd) kit was replaced for physical damage unrelated to the reportable issue. The handle o-ring and power cord clamp were replaced due to missing on the device. This was unrelated to the reportable issue. The rear enclosure and enclosure seal were replaced for physical damage unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of the internal battery pack is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.